Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x24mm drug eluting stent was placed in the completely occluded left anterior descending (lad) artery. The physician predilated twice with a 2.75x15mm ranger, both distal and proximal lad. The patient received heparin and angiomax during the procedure and plavix post procedure. The patient remained on plavix while in the hospital for the next few days. The patient returned 10 days later with chest pain, st elevations, EKG changes and an acute mi. The patient was brought to the ccl emergently. The thrombosis was visualized in the stent and the stent was 100% occluded. A pronto thrombectomy device was used to remove the thrombus followed by balloon angioplasty. No further stenting was done. The patient had not been taking the prescribed plavix. At the time, of the report, the patient was still in the hospital and was doing well. The patient was prescribed plavix once again. No further complications have been reported.